Manufacturer narrative:
Customer reported, "I was just pulled into an or and informed that our robotic drapes that have replaced the gynological drapes are splitting open during cases." It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Customer reported, "I was just pulled into an or and informed that our robotic drapes that have replaced the gynological drapes are splitting open during cases."

Manufacturer narrative:
Updated h6: type of investigation, investigation findings, and investigation conclusions.